Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 365 mg/dl and it was addressed with a bolus via the pump. Reportedly, the luer lock connection appeared to be crooked. The customer unscrewed and re-screwed the luer lock connection.